Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation is capsular contracture baker grade unknown.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior and radius, creases fold, calcification (approximately 20%) leak test and microscopic analysis was performed which identified: opening striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a striated opening due to surgical damage consistent in the use of some surgical tool.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. The device has been explanted.